Manufacturer narrative:
Findings: pump unable to vibrate during self test due to broken vibrator red wire. Pump passed idle current test, run current test, off no power test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. Pump had cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump no longer vibrates. The customer¿s blood glucose level was unknown at the time of the incident. The customer performed a self test. The insulin pump did not vibrate during the vibrate test. Advised to discontinue use of the pump and revert to a back-up plan per hcp's instruction. Advised the pump will need to be replaced. The insulin pump will be returned for analysis.